Event description:
Boston scientific crm received information that this device system exhibited right ventricular (rv) pace/sense impedance measurements greater than 2000 ohms. The patient was brought into the clinic to evaluate the high rv pace impedance measurements. Threshold measurements were 7 volts at 0.5 milliseconds. Impedance measurements were high also at the recent change out procedure, 1800 ohms with the pacing system analyzer and impedances were measuring at 1600 ohms with the previous device. Isometrics and pocket manipulation were performed, and the electrograms were clean, with nothing stored in the arrhythmia logbook. The physician is electing to monitor lead and increase ventricular fibrillation (vf) duration slightly. To date, no adverse patient effects were reported with this clinical observation.